Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that nearly 1 month after three dental implants were installed in intraoral regions #22, #26/27 and #29, it was verified their non-osseointegration. Immediate load was performed. The patient presented bone type ii.